Event description:
Information was received that indicates that the patient had high impedance seen on their device on (B)(6) 2016. The patient was then referred for x-rays and the device was left programmed on. It was noted that the patient had not had any recent trauma that may have contributed to vns. The patient initially had both their lead an generator implanted on (B)(6) 2010. No surgery has occurred to date.